Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Donor unit# (B)(6). The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history record was reviewed and nothing was found that was related to this event. Root cause: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported for this collection. The signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or verify wbc in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.3, which is in the process of being validated. Additionally, an internal CAPA has been initiated to evaluate reports of elevated wbc counts.